Event description:
It was reported that during a lavh procedure, the white tissue pad on instrument peeled off of jaw partially. Instrument stopped working, replaced it with another and completed the procedure. There was no reported pt consequence.